Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced low blood glucose after walking following prior advice to avoid exercise, with a dexcom g7 reading as low as 41 mg/dl and a fingerstick of 66 mg/dl; the user treated with oral carbohydrates including orange juice and food, and the agent confirmed the meal and advised continued monitoring while explaining that the pump would suspend insulin. Symptoms included hypoglycemia. Outcomes included transient functional limitation that resolved with oral carbohydrate treatment and without medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on avoiding overcorrection and monitoring trends. Investigation of this case revealed no device malfunction and that insulin delivery suspension was expected behavior, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.